Event description:
Per user facility report: "the intravenous tubing broke off above the luer lock adapter of the extension set causing blood to back up. The tubing was connected to a central line. The pt became short of breath with a decrease in blood pressure to 90/60. The pt had an estimated blood loss of 30-40cc." Pt is a 28 year old female with bone marrow transplant secondary to chronic myelocytic leukemia. No medical intervention required. One incident.